Event description:
Patient's device is being ramped up as per protocol. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway.

Event description:
During review of tablet data, high impedance was observed for this device two months after implant. No additional relevant information has been received.